Event description:
Reporter indicated via a manufacturer's implant card that a patient had vns lead and generator replacement surgery performed on (B)(6) 2011 due to high lead impedance. Diagnostics with the new vns generator and lead were within normal limits. Attempts for additional information and return of the explanted devices are in progress.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated the patient had no trauma and did not manipulate the vns. Attempts for additional information have been unsuccessful to date.

Event description:
The explanted vns generator and lead will not be returned, as the hospital keeps explanted devices